Event description:
Boston scientific received information that two days post implant, high pacing thresholds and lower than expected amplitude measurements were exhibited with this right ventricular lead. Reprogramming was initially performed until the physician could intervene. During surgical intervention the following days, the position of the lead was changed to the upper interventricular septum. Amplitude stabilized at 3-4mv and threshold was also noted as stable at 1.1v/0.5ms. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the lead remains implanted and in service. If new information is received, a follow-up report will be submitted.